Manufacturer narrative:
Insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Insulin pump received with cracked reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 118 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.